Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause was presumed due to the use of a high-frequency device without maintaining sufficient distance from the tip. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibits forceps elevator had a burn, adhesive around objective lens and light guide lens was peeled. There was no patient involvement.